Event description:
It was reported that the pt left base wheels on the cot, hang lower than the right side and the caster horns are loose. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Connecting rod and caster horn.